Manufacturer narrative:
In this MDR, bd corporate headquarters in has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: unknown. Device manufacture date: unknown. Date device returned to manufacturer is unknown. Bd received the sample from the customer facility for investigation. The samples was evaluated and the customer's indicated failure mode for broken hardware was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that the bd sedi-40 was not working anymore and had a broken rack. No serious injury or medical intervention was reported.